Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm was confirmed. During the device evaluation, ventec also observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and had lower than expected exhaled tidal volume (vte) levels. Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift.